Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
Two patients presented one day post-op with one of the haptics in the anterior chamber, following an uncomplicated surgery and confirmed placement in the bag. The lenses were repositioned.